Manufacturer narrative:
The unit was monitored and no unexpected constant tone or alarms were found. The unit was received with an unexpected blank display during the button press due to a corroded electronic assembly. Analysis was unable to complete functional test due to a blank display. The unit had a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called to report a constant tone and a blank display. Customer also reported a crack on the case. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.